Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient was in cardiopulmonary arrest upon arrival at the hospital but was unable to be revived.

Event description:
Same case as MFR report #: 2134265-2011-00753. Taxus express2 (B)(4) post market surveillance study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. The index procedure treated two target lesions. Target lesion one was in the 2.5mm, 90% stenosed right posterior atrioventricular (r-pav) artery. Treatment consisted of direct stenting using a 2.5x8mm taxus express2 stent deployed at 10atm resulting in 0% stenosis and good implantation after ivus (intravascular ultrasound). Target lesion two was 2.0x10mm with 99% stenosis of the right posterior descending artery (r-pda). Treatment consisted of predilation with a 2.0x10mm balloon at 6atm and placement of a 2.5x16mm taxus express2 stent deployed at 16atm resulting in 0% residual stenosis and good implantation after ivus. Both locations had timi 3 flow post stenting. In (B)(6) 2010, the patient's family was unable to wake the patient. The patient was transported to the hospital by ambulance but was unable to be revived. No autopsy was performed.